Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that after ablation in the left atrium (la), the ablation catheter showed¿ ¿sh¿ even the catheter were outside the sheath. Re-zeroing was ¿unablässig¿ and the catheter vector disappeared as well. In order to complete the ablation, the cable was changed and then the catheter and the problems were resolved. The customer's reported force issues with the catheter is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-jun-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax exposing internal components. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed the tip was bent with the sensor helix bent. Microscopical inspection revealed a hole in the pebax exposing internal components; no foreign material was observed. The device connected to the carto 3 system and was recognized, however errors 105 and 106 appeared. The error 105 is unrelated to the reported event. Failure analysis identified two open circuits in the tip area. In addition, further investigation of the peek housing section revealed no adhesive issues on the wires. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed as the open circuits detected during analysis may be related to the issue experienced by the customer. The potential cause of the hole in the pebax and bent tip could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. These issues are unrelated to the reported event. The potential cause of the open circuits cannot be determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported force sensor issues reported by the customer and errors 106 and 105 identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent tip identified by bwi pal. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in pebax identified by bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).